Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department with an acute urinary tract infection. After several days on antibiotics, it was suspected that the patient had endocarditis. A transesophageal echocardiograph was taken and vegetation was seen on the atrial lead. The system was explanted and a temporary pacemaker was implanted without sequelae.